Manufacturer narrative:
Image review: seven static images and two media files were provided for review. It is known that the annulus perimeter measured 63.3mm suggesting a 26mm valve. A depth assessment was performed prior to the point of no recapture. The depth was approximately 3mm on the left-coronary cusp (lcc) in the left anterior oblique (lao) view and the delivery catheter system (dcs) appeared to be significantly biased towards the outer curve of the aorta. It was reported that depth on the non-coronary cusp (ncc) was 5mm; however, depth assessment on the ncc in the cusp overlap view was not provided thus it is not possible to validate adequate depth prior to release. Depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth on the ncc is unknown. An angiogram performed after valve released revealed that the valve possibly migrated/dislodged aortic. Despite the supra-annular p position, there was no evidence of significant aortic regurgitation thus no intervention was performed. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012214205); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012251991); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve appeared at a good depth of 5 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). On final release, the ncc side of the valve appeared to dislodge supra-annular (1+ mm). The lcc position remained at 3 mm. Mild paravalvular leak (pvl) was observed. After waiting approximately 5-10 minutes, the pvl appeared to decrease to trace. The implanters decided to leave the valve as is because of good flow to the coronaries and a mean gradient of 8 mmhg. No adverse patient effects were reported.